Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had door failure. A field service engineer found that tower door 2 had failed multiple times. The fse shut down the device to replace the tower latch micro switches, then rebooted the device and verified that the tower door was operational. The customer was able to open and inventory the doors successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 open, but it failed each time. The ER tower often failed multiple times per week. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.